Event description:
It was reported that "the tip of the applier got torn off when ligating a clip and the broken pieces fell in the abdominal cavity during a ralp. The user withdrew all the visible fragments from the abdominal cavity, replaced the applier with a new one and completed the surgery. No injury to the patient was reported".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "during visual examination, we found the following: broken pin and pull rod in jaw area. Bent pull rod in handle area. Upon review of the device history records for the affected lor number, we can confirm that both the correct material and correct components have been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. 100% functional test at final inspection found good. The breakage of the pin and the pull rod and the bending of the pull rod were caused by great force with the handle. Incorrect handling of the instrument with too much force. At k and w, no further measures will be initiated; this complaint is being rejected by us." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the tip of the applier got torn off when ligating a clip and the broken pieces fell in the abdominal cavity during a ralp. The user withdrew all the visible fragments from the abdominal cavity, replaced the applier with a new one and completed the surgery. No injury to the patient was reported".